Manufacturer narrative:
Unable to prime the insulin pump during prime test due to flush/loose drive support disk. No prime alarms noted. The insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump received with scratched display window. The insulin pump received with missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. It was also stated that the drive support cap was protruding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.